Event description:
The customer reported a bloody fluid leak of approximately 30ml from the needle on a coulter lh 500 hematology analyzer during routine operation. The leak was not contained within the instrument and partial aspiration error messages were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat, glasses, and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 02/24/2015. The fse found pinch valve pv21 not actuating, causing the leak at the needle cartridge bellows. The fse replaced pv21 and the instrument ran without leaks or errors. The repairs were verified per established service procedures. (B)(4).